Manufacturer narrative:
The stellaris unit was inspected on site by a field service engineer. The engineer was unable to duplicate system power failure. The DHR review had no anomalies.

Event description:
The stellaris system shut down during surgery. There was no impact or injury to the patient. ((B)(4)).

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. There are no open corrective actions or non-conformances for this complaint type. No corrective action is necessary at this time.